Event description:
A greenfield filter was implanted on (B)(6) 2017. On (B)(6) 2018, it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2017. On (B)(6) 2018, it was noted there was a perforation. The filter was noted to be tilted and migration had occurred. No further patient complications were reported. It was further reported that on 12dec2008, an inferior vena cava gram showed that the older filter was in the right iliac vein and not ivc therefore the physician placed another non-bsc filter at the l2 level. The patient did well and follow up inr was 2. The patient was discharged on coumadin 7 days later.